Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited low impedance, fluctuating thresholds and unspecified oversensing. The patient had no adverse consequences.